Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the cutting knife was melted and broken. In addition, it was burnt. Also as a result of checking the mfg record of the same lot, nothing abnormal was detected. Omsc assumes that the local cutting wire became extremely hot since the length of the contact between the cutting knife and tissue was too short and it caused the breakage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during gastral endoscopic submucosal dissection (esd), the distal end of the device came off. The doctor completed the procedure by using another device. There was no report of patient injury.